Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging was she was unable to perform a blood glucose test due to her onetouch ultra meter displaying a battery indicator message. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began sometime during the first week in (B)(6) 2012. She reportedly attempted to test on the subject meter and it was displaying a battery indicator message. The patient informed the (B)(4) that she was managing her diabetes with metformin pills 1000mg and glipizide pill, 1x per day. She reported that she continued with her usual diabetes management routine after the alleged issue occurred. At an unspecified date/time after the alleged issue occurred, the patient claimed she developed symptoms of "blurry vision, dizziness, and thirst at night" a few days later. She reported that she did not make any changes to her diabetes management routine. During a routine doctor's visit on (B)(6) 2012 she stated the doctor tested her blood at the lab and reported a value of "over 200 mg/dl." The patient informed her doctor of her symptoms and she was advised by the doctor to take 1 additional pill of the metformin and glipizide and to continue to check monitor her blood glucose. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the use and age of the meter, a battery replacement was needed, but the patient did not have a battery available at the time. She replaced the battery after seeing her doctor. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.